Event description:
Consumer called to report having to call the paramedics when their sugar bottomed out. Was getting "hi" readings on the meter and was adjusting their insulin to the readings. When the paramedics arrived, their sugar was 24 (on the meter). Continues to get high readings.